Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular devices as well as the data returned for evaluation. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified. The returned follow-up data were inspected, confirming the clinical observation. However, the data did not show any indication of a device malfunction. Based on the information available for analysis, a dislocation of the lead cannot be excluded as the root cause of the clinical event. In summary, the devices were not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned data confirmed the clinical observation. Based on the information available for analysis the root cause could not be determined, however, a dislocation of the rv lead cannot be excluded. There was no indication of a device malfunction.

Event description:
Ous MDR - after an implantation period of approximately 1 months loss of capture was reported. A lead dislodgement was suspected.